Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition a full insertion of the electrode array was not achieved at initial implantation surgery. According to the implant registration card one electrode contact was left outside of the cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention, e.g. Diagnostic imaging, is planned but no date has been scheduled yet.

Event description:
The audiologist performed in situ testing which showed high impedance on multiple channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist performed in situ testing which showed high impedance on multiple channels.